Manufacturer narrative:
Analysis confirmed an issue with the stylus, it was not responding correctly, the angle of the stylus seemed to determine whether it responded or not and stylus calibration did not solve it, there was loose contact within the stylus cable. It was additionally noted that a software error was found in the update history and that the bezel had minor damage. The stylus was replaced and the touch screen calibrated, new software was installed, the device was cleaned and it passed its electrical safety test and all final functional and systems tests. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had a broken printer and keyboard. The programmer has not been returned to service. No patient complications have been reported as a result of this event. It was further reported that the programmer had been returned. It was further reported via follow-up that the programmer experienced a problem with pen calibration and with button selection on the screen.